Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the colonovideoscope exhibited foreign objects within the connecting tube, and white foreign objects were found in the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, the correct date was 2/18/2026.

Event description:
No additional information from the customer.